Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter silicone was splitting. The following information was provided by the initial reporter, translated from (B)(6) to english: "quality issue with catheter 24g x 0,75", the silicon that covers the needle is defective."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed the product with a needle pierced through the catheter wall. The reported issue was confirmed upon inspection of the received photo, but the cause of the abnormality could not be determined since the photo did not provide sufficient evidence to determine whether user or manufacturing error contributed to the defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter silicone was splitting. The following information was provided by the initial reporter, translated from portuguese to english: "quality issue with catheter 24g x 0,75", the silicon that covers the needle is defective".